Event description:
It was reported, the leads were repositioned after the patient was implanted. The reporter stated that the leads were not placed correctly or they moved and they were repositioned. It was noted that the patient had two surgeries and the implantable neurostimulator and extension were not disturbed, but a new right lead was put in a better place and the old right lead was removed. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was implanted one place, the leads were not placed incorrectly, she then went to a different place and they relocated the leads. It was noted that this changed her life from being home bound to being able to drive a car.

Manufacturer narrative:
Product ID 3387s-40 lot# v557335, implanted: 2011 (B)(6), product type lead product ID 3387s-40 lot# v741239, implanted: 2011 (B)(6), product type lead product ID 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).